Manufacturer narrative:
During a procedure on (B)(6) 2025, the bending rubber was pulled back while pulling the scope through a 1133 sheath. Piece of the bending rubber sheared off and had to be retrieved from the proximal ureter. No injuries or procedural delays were reported. A review of the previous record (B)(4) showed that repairs had been done on the biopsy port, the angulation was adjusted and the insertion tube, the biopsy channel and bending rubber was replaced. The device passed outgoing qc inspection with no abnormalities noted prior to returning to the customer on (B)(6) 2025. As the device in question has reportedly been sent to the OEM (olympus) for further evaluation, the lab is unable to confirm the reported issue and/or determine a potential root cause. If the device is returned to steris, then a follow-up MDR will be submitted. UDI related data clarification - steris is not the manufacturer of the device subject of the event, therefore, the applicable UDI and production identifiers were not included in the MDR.

Event description:
The user facility reported that on the first use of receiving the scope back from steris, a piece of the bending rubber sheared off and had to be retrieved from the proximal ureter. The piece was retrieved, and the procedure was completed successfully after switching to a disposable scope. Customer reported that the device is being sent to olympus for further evaluation instead of steris. No injuries and/or procedural delays associated with the event in question were reported by the customer.